Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion has not received the suspect user interface module (uim) but is pending per our return goods authorization process. Carefusion's failure analysis lab will evaluate the uim. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer stated the screen on this avea ventilator does not power up. The customer reported that the screen was blank. The customer stated that this unit was not on a patient.